Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturing facility, the device did not have brakes. As this event occurred during testing at the manufacturing facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.